Event description:
It was reported that the pt had symptoms of pain and redness around the incision as well as an elevated sed rate and c-reactive protein. The pt was diagnosed with an mrsa infection. The device system was explanted. The pt recovered without sequela. There is no plan to reimplant as the pt's underlying condition improved or was surgically corrected.